Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 14 colony forming units (cfus) of streptococcus salivarius/vestibularis and 2 cfu of neisseria mucosa/sicca in the air/water channel, less than 1 cfu of unspecified microbe in the operator channel, 1 cfu of kocuria rhizophila and 1 cfu of paracoccus yeei in the rinsing channel, 36 cfu rothia mucilaginosa and 11 cfu neisseria sicca in the biopsy channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection and tested negative. Therefore the user request is not confirmed. Olympus hmi results br-1: negative based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.